Event description:
A biomedical technician (biomed) at a user facility reported that sparking and smoke were observed coming from the control console of the fresenius dry acid mixer during dissolution (fill) mode. The biomed noted that the mixer works once the fill valve is unplugged from the console. Additional information was provided during follow-up by the biomed. An evaluation was performed on the machine following the reported event. The biomed identified a crack in the middle of the fill valve which was determined to be the cause of the smoke and sparking. The biomed stated the thermal damage from the fill valve also damaged the control board. A burning smell could be observed. There was no flame, arcing, or other visible heat damage observed. It was noted that the smoke detectors within the facility were not triggered by the machine and use of a fire extinguisher was not required. The fill valve and the control board were replaced to resolve the reported issue. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned fill valve and control board. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples have been discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals because of this malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that sparking and smoke were observed coming from the control console of the fresenius dry acid mixer during dissolution (fill) mode. The biomed noted that the mixer works once the fill valve is unplugged from the console. Additional information was provided during follow-up by the biomed. An evaluation was performed on the machine following the reported event. The biomed identified a crack in the middle of the fill valve which was determined to be the cause of the smoke and sparking. The biomed stated the thermal damage from the fill valve also damaged the control board. A burning smell could be observed. There was no flame, arcing, or other visible heat damage observed. It was noted that the smoke detectors within the facility were not triggered by the machine and use of a fire extinguisher was not required. The fill valve and the control board were replaced to resolve the reported issue. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned fill valve and control board. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples have been discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals because of this malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to confirm the reported issue based on the photograph. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.